Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the supply bag disconnected from the cassette during a patient¿s peritoneal dialysis therapy. The patient reported receiving a supply bag lines are blocked message during dwell two of three. As the patient was checking the supply bag, the tubing disconnected from the bag. The patient was advised to discontinue treatment and follow up with the peritoneal dialysis registered nurse (pdrn). During follow up the pdrn confirmed that there was no fluid leaking from the cassette. The pdrn stated that the patient started over with new supplies to complete treatment. The pdrn stated that there have been no injuries, adverse events, or medical intervention required relating to the patient¿s pd therapy.